Manufacturer narrative:
(B)(4). The service engineer (se) replaced the compressor and the issue was resolved. Covidien was not authorized to evaluate/service the device.

Event description:
It was reported that during set up the 840 ventilator compressor was inoperative. There was no patient involvement at the time of the event. Although requested, the serial number of the device was not provided.

Manufacturer narrative:
(B)(4).